Event description:
It was reported by a customer complaint that the pt was treated by paramedics due an incident of low blood glucose. The reporter stated that the insulin infusion pump with blood glucose monitor gave a result of 357 mg/dl. Reportedly, the pt had a hypoglycemic reaction. The paramedics were summoned; their meter gave a result of 32 mg/dl. The pt was treated on scene and not transported. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Accuracy tests were performed with control solutions. The device was found to be measuring accurately. No operational or functional failure was detected and the product was within specification. Note: the customer did not return or identify the test strips that they had used.